Event description:
It was reported that the device would not communicate with rf telemetry due to code corruption in the rf component. A firmware download was performed and successfully restored rf telemetry.